Event description:
It was reported that during a wrist scope surgery the leas was scratched. The image loss while instruments were inside the patient. A backup device was used to complete the surgery. No delay or patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the scope is scratched. A visual inspection was performed and showed the outertube to be bent with internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during a wrist scope surgery the lens was scratched. The image loss while instruments were inside the patient. A backup device was used to complete the surgery. No delay or patient injury reported.